Manufacturer narrative:
The pump was unable to vibrate due to a broken vibrator black wire. The pump was received with a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4)

Event description:
The customer reported via phone call that she had a vibrate anomaly on the insulin pump. Customer stated that the pump did not vibrate when she pressed the act button after using the up arrow button to set an easy bolus amount. Customer was not able to install a new battery. Customer stated that the pump did not vibrate during the vibrate test. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.